Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID e2dr01aa implantable pulse generator (ipg) implanted: 2004-(B)(6), 4068-45 implantable pacing lead implanted: 1996-(B)(6). (B)(4).